Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she needed assistance with programming the insulin pump's settings. Blood glucose level at the time of the incident was 430 mg/dl. The customer was unable to complete troubleshooting at the time of the call and stated that she would call back. The insulin pump was not replaced or returned for analysis.